Event description:
A customer reported that their insulin pump unexpectedly displayed a reset screen. The blood glucose value was not specified but was displayed as "high." The customer managed the situation by administering a correction injection via multiple daily injections (mdi). The support team assisted the customer in loading the cartridge and resuming insulin.